Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the basilic vein using ruby coils. During the procedure, while inserting a ruby coil into a lantern delivery microcatheter (lantern ), the physician experienced resistance and subsequently, the ruby coil pusher assembly became kinked; therefore, it was removed. The procedure was completed using additional ruby coils and the same lantern . There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the basilic vein using pod4. During the procedure, while inserting a pod4 into a lantern delivery microcatheter (lantern ), the physician experienced resistance and subsequently, the pod4 pusher assembly became kinked; therefore, it was removed. The procedure was completed using additional coils and the same lantern. There was no report of an adverse effect to the patient.